Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4)

Event description:
Embolic protection was used. There was one insertion of the hawkone device. Between 4-6 passes were completed. The device had not been cleaned, but was removed to be cleaned, which is when in it was observed that tissue was exposed outside the side of the nosecone. The spiderfx was in place, but no tissue went distal in the patient. The patient condition is normal and the procedure was completed with a new hawkone. Evaluation of the returned device was completed on february 23, 2016. The hawk one was received inserted the cutter driver. No damage to the handle assembly or torque shaft was noted. The distal assembly was inspected and noticed tissue protruding from a hole on the distal assembly. The hole was approximately 1.7cm from the cutter window on the same plane as the opening of the cutter window. The hole was inspected under microscope and the hole/tear ran parallel with the stainless steel coils and penetrated the tecothane. Additionally, the customer was able to provide a picture of the tissue protruding from the distal assembly, which is the same condition/state the hawkone was returned. The root cause of the hole/tear observed to the tecothane of the distal assembly is unknown at this time. Contributing factors such as lesion morphology and procedural technique could not be analyzed for this investigation.